Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 45 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2022, 4383 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("silver metal coil material is embedded within the myometrium of the right and left") in a 46 year-old female patient who had essure inserted (lot no. 50529422) for female sterilisation. The patient had a medical history of pulmonary embolism in 2021, hiatal hernia, gastric bypass and onychomycosis in 2012, back pain and urinary hesitation in 2008 and abnormal uterine bleeding, gastritis, vitamin b12 deficiency, anemia, obesity and pelvic pain female. Previously administered products included: mirena. As concurrent condition the report mentioned abnormal uterine bleeding since 2022. On (B)(6) 2012, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, removal of essure coils, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered embedded device to be related to essure administration. The reporter commented: left : 2 coils, right: 1 coil. Date discrepancy noted in removal date: (B)(6) 2022 instead of (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [covid-19] on (B)(6) 2022: positive. [Pathology test] on (B)(6) 2022: final pathologic diagnosis: uterus and cervix, hysterectomy: cervix: no significant pathologic abnormalities identified. Endometrium: weakly proliferative endometrium. Myometrium: leiomyoma; adenomyosis. Negative for malignancy. Fallopian tube, right, salpingectomy: complete luminal cross sections identified; no significant pathologic abnormalities identified. Fallopian tube, left, salpingectomy: complete luminal cross sections identified. No significant pathologic abnormalities identified. Clinical history the patient has a long history of aub and has failed medical management. Symptoms may be worsened by chronic anticoagulation due to history of pe 7 years ago. The patient has had an iud in the past and did not like the feeling of it. The patient is not eligible for estrogen.the patient desires definitive management of hysterectomy. Gross description: silver metal coil material is embedded within the myometrium of the right and left cornua. [Pregnancy test] on (B)(6) 2012: negative. [Pregnancy test urine] (date unknown): negative. [Smear cervix] on (B)(6) 2012: abnormal. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: medical record received. Event medical device removal is replaced with device embedded. Lab data, lot number, medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of embedded device ("silver metal coil material is embedded within the myometrium of the right and left") in a 46 year-old female patient who had essure inserted (lot no. 50529422) for female sterilisation. The patient had a medical history of pulmonary embolism in (B)(6) 2021, hiatal hernia, gastric bypass and onychomycosis in (B)(6) 2012, back pain and urinary hesitation in (B)(6)2008 and abnormal uterine bleeding, gastritis, vitamin b12 deficiency, anemia, obesity and pelvic pain female. Previously administered products included: mirena. As concurrent condition the report mentioned abnormal uterine bleeding since (B)(6) 2022. On (B)(6) 2012, the patient had essure inserted. At an unknown time, she experienced embedded device (seriousness criterion intervention required). The patient was treated with surgery (vaginal hysterectomy, bilateral salpingectomy, removal of essure coils, cystoscopy). At the time of the report, the outcome of the event was unknown. Essure was removed on (B)(6) 2022. The reporter considered embedded device to be related to essure administration. The reporter commented: left : 2 coils, right: 1 coil date discrepancy noted in removal date: (B)(6) 2022 instead of (B)(6) 2022. Diagnostic results (normal ranges are provided in parenthesis if available): [covid-19] on (B)(6) 2022: positive [pathology test] on (B)(6) 2022: final pathologic diagnosis a. Uterus and cervix, hysterectomy: - cervix: no significant pathologic abnormalities identified - endometrium: weakly proliferative endometrium - myometrium: leiomyoma; adenomyosis - negative for malignancy b. Fallopian tube, right, salpingectomy: - complete luminal cross sections identified - no significant pathologic abnormalities identified c. Fallopian tube, left, salpingectomy: - complete luminal cross sections identified - no significant pathologic abnormalities identified clinical history the patient has a long history of aub and has failed medical management. Symptoms may be worsened by chronic anticoagulation due to history of pe 7 years ago. The patient has had an iud in the past and did not like the feeling of it. The patient is not eligible for estrogen.the patient desires definitive management of hysterectomy. Gross description: silver metal coil material is embedded within the myometrium of the right and left cornua. [Pregnancy test] on (B)(6) 2012: negative [pregnancy test urine] (date unknown): negative [smear cervix] on (B)(6) 2012: abnormal lot number: 50529422 manufacture date: 2014-01 expiration date: 2017-01. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.